Manufacturer narrative:
Results: product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the bmw guide wire was returned and was frozen in the balloon catheter. There was blood and contrast visible on the coils. There was approx 2 cm of the guide wire tip coils extending out from the tip of the balloon catheter. The shaping ribbon was separated from the tipball. The core was intact. There were overlapped guide wire coils proximal to the center solder inside the balloon catheter tip for a length of 2 mm. The tip coils were stretched distal to the center solder for a length of 12.2 cm. There was no other damage noted to the guide wire. The balloon catheter was returned with blood visible in the guide wire lumen and on the balloon. There was contrast visible on the shaft. The balloon catheter shaft was wrinkled, 17.2 cm distal to the guide wire exit notch. There was no other damage noted to the balloon catheter. A laser micrometer was used to measure the maximum outer diameter of the guide wire extending from the balloon catheter guide wire exit notch. After soaking the guide wire and catheter in the water bath for several hours, an attempt was made to remove the guide wire from the catheter, however, it was not able to, due to the guide wire overlapping coils. The guide wire was sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation is likely to cause or contribute to pt injury. Device issue: guide wire tip separation. It was reported that during an interventional procedure of the left renal, the viatrac met resistance during advancement of the bmw guide wire in the anatomy. Both devices were removed from the anatomy as a system, without incident. Outside the anatomy, the guide wire tip coils became stretched while being removed (intentional manipulation) from the viatrac. Additionally, at an unspecified time during the procedure, the fox plus balloon failed to cross the target lesion. There were no adverse pt effects reported. No additional event or pt info is available. This is being filed based on the lab analysis which revealed a separated shaping ribbon.